Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user expressed a desire to return the ilet system due to fear of low glucose and perceived frequent hypoglycemia, despite device data showing glucose not lower than 65 mg/dl for brief durations and overall low percentages of time below target; the user also reported frequent low alerts, treating with oral glucose, and eating when glucose was in the normal range. Hyperglycemia was also reported as the pt's average glucose was recorded at 265 mg/dl. Symptoms included anxiety and concerns about low glucose and consumption of oral glucose to treat perceived lows. Outcomes included user anxiety about hypoglycemia and interruption of routine to treat with oral glucose. Investigation included review of device-reported glucose data and user counseling with education and scheduling of additional virtual training, including a proposed factory reset. Investigation of this case revealed no device malfunction and suggested that user behavior and fear of hypoglycemia contributed to unnecessary treatment while euglycemic, in the context of prior hyperglycemia and adjustment to target glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with user-related factors and adaptation to lower glucose targets rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.